Event description:
The manufacturer received information alleging an error concerning the oxygen valve being stuck occurred. There was no harm or injury reported. The ventilator was evaluated onsite by philips field service engineer (fse) and the customer¿s complaint was confirmed. The device's oxygen blender module and harness were replaced to address the issue.